Manufacturer narrative:
Clinical conclusion: while there is temporal relationship between ccpd therapy with the liberty select cycler/liberty cycler set and the patient¿s staphylococcus hemolyticus peritonitis; there is no documentation that indicates the event was caused by liberty select cycler/liberty cycler set malfunction or product deficiency. Peritonitis is a well-documented complication known to occur in pd therapy. Moreover, staphylococcus hemolyticus can be found on human skin and isolated from axillae, perineum, and inguinal areas of humans. Therefore, a likely causal association exists between the patient not following aseptic technique and staphylococcus hemolyticus peritonitis infection. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. A serial number search in the complaint system found complaint two customer experiences with the issue of no allegation of product deficiency within 90 days of the notified date. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
This patient on continuous cycling peritoneal dialysis (ccpd) reported being treated for peritonitis. The patient began experiencing cloudy effluent. Subsequently, on (B)(6) 2018, the patient was seen in the outpatient pd clinic and the patient¿s pd effluent was cultured which revealed an elevated white blood cell (wbc) of 3000 and growth of the bacterium staphylococcus hemolyticus. The patient was treated with intravenous (IV) ceftazidime (unknown dose) and vancomycin (unknown dose). On (B)(6) 2018, the patient¿s pd effluent was beginning to clear; however, the patient¿s antibiotic therapy was continued with IV vancomycin (unknown dose, frequency and duration). Per the pd nurse, the patient was not following aseptic technique.